Event description:
It was reported that pump displayed malfunction code 12. There was no adverse impact to the customer's blood glucose level. Customer contacted technical support, received instructions to reset pump, and successfully reset it with no recurrence of the malfunction, and customer was advised to continue using pump and to call back if the malfunction code recurred, which customer acknowledged and understood.